Event description:
It was reported that episodes of noise which resulted in oversensing and loss of pacing were noted on the device. The device was explanted and replaced.

Event description:
During a remote follow-up, episodes of noise which resulted in oversensing and loss of pacing were noted on the device. The patient is pacemaker dependent; however no adverse event occurred. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event and the patient was in stable condition.